Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of no image was confirmed. Based on the results of the investigation, a definitive root cause of the image issue could not be determined, however, it is likely that the image issues occurred due to a faulty printed circuit board (dp board failure). Additionally, the loss of image issue when wiggling the scope connector occurred due to a worn scope connector locking lever. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. It is unknown when the issue occurred. There were no reports of patient harm.